Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an image problem. The screen turned purple when immersed in hot water. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation that the screen turned purple was confirmed due to damage to the charged coupled device (ccd) unit in the endoscope connector. The device evaluation also found that the adhesive on the bending section cover had a chip, the video connector was deformed, and the image had white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image issue could not be determined, however, the issue was likely the result of damage to the charged-coupled device unit including disconnection or a component malfunction on the circuit board due to repetitive use stress and or user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system ¿confirm that the wli and nbi endoscopic images are normal¿. ¿1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water¿. ¿2. Observe the palm of your hand in the wli and nbi endoscopic images¿. ¿3. Confirm that light is output from the endoscope¿s distal end¿. (See figure 3.23). ¿4. Adjust the brightness level as appropriate¿. ¿5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities¿. ¿6. Turn the angulation control levers slowly in each direction until it stops¿. ¿7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.